Event description:
It was reported to medtronic minimed that the customer experienced delivery anomaly-possible over delivery. The customer reported blood glucose value of 2.8 mmol/l. The customer reported hypoglycemia treated with other. The event involved product(s) mmt-1885. Troubleshooting was performed and found the pump was over-delivering. No further patient complications were reported. It was unknown whether the customer will continue using the device. No product return is required for mmt-1885.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported going for a walk yesterday evening and her blood glucose dropped to 2.8mmol/l. She did not know she had to act when alerts were occurring and thought that insulin stopping on the pump would be sufficient to keep her blood glucose up. Helpline explained that the insulin did stop but exercising (walking) can still cause her blood glucose value to keep going lower. No treatment was given. There was no allegation of over delivery. Troubleshooting was done but is not sufficient to assess for over delivery. However, customer did not allege over delivery. Pump was used within 48 hours of the low. Smartguard was not used. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.